Event description:
It was reported that tracheostomy tube body was twisted and rotated 90 degrees and was offset from the middle. It was reported that this tube was not used on the patient.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted. (See scanned page).